Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant late loosening possibly due to using an implant that was too small/short.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2020 where three implants were installed. Side. The patient had si joint pain relief for approximately six months after the initial procedure before complaining about a recurrence of si joint pain symptoms. The surgeon determined loosening of the caudal positioned implant. In (B)(6) 2021, the surgeon performed a revision surgery where he removed the caudal positioned implant using chisels. He then installed a longer and wider implant of the same type into the explant void. No other preexisting implants were adjusted or removed. The patient's pain symptoms resolved following the revision procedure.